Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02956. It was reported the patient experienced stimulation in the abdomen due to lead migration. X-rays revealed the patient¿s left lead had migrated up to t4. Diagnostics revealed impedance were within normal range. Field representative reprogrammed patient using right lead to provide temporary effective therapy. The patient is awaiting surgical intervention. Both of the patient's leads are being reported because it is unknown which lead is liable.